Event description:
It was reported that a flo-gard infusion pump presented an unspecified failure. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The reported issue of unspecified failure was identified during functional testing and alarm log review as an f-38 alarm. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.